Manufacturer narrative:
Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem. B2: outcome attributed to adverse event. B5: describe the event or problem field. D6b: explant date. H1: type of reportable event. H6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. A review of the episode showed the signal amplitude was very low. Technical services discussed recreating the oversensing in the clinic to assess other sensing vectors. Additionally, an x-ray to assess if the electrode was fractured was also discussed. Subsequently, an x-ray was performed, however, the scan was not available. The device was turned off. Subsequently, a revision procedure was performed and the s-ICD system was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This electrode was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. The visual inspection revealed a benign crack in the policy vorite notch area next to the sense b electrode. The crack did not extend into the insulation. Resistance testing found the electrode was electrically continuous. Analysis has determined that no evidence of device defect, malfunction, or abnormal damage was found. Laboratory analysis did not identify any electrode characteristics that would have caused or contributed to the reported clinical observations. Additional information was added to the following fields to capture the explant of the device: b1: adverse event/product problem; b2: outcome attributed to adverse event; b5: describe the event or problem field; d6b: explant date; h1: type of reportable event; h6: impact codes. Additionally, the product has been received for analysis. Upon completion of the analysis of the compliant device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. A review of the episode showed the signal amplitude was very low. Technical services discussed recreating the oversensing in the clinic to assess other sensing vectors. Additionally, an x-ray to assess if the electrode was fractured was also discussed. Subsequently, an x-ray was performed, however, the scan was not available. The device was turned off. Subsequently, a revision procedure was performed and the s-ICD system was expanted. No additional adverse patient effects were reported.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received inappropriate shocks due to noise oversensed. A review of the episode showed the signal amplitude was very low. Technical services discussed recreating the oversensing in the clinic to assess other sensing vectors. Additionally, an x-ray to assess if the electrode was fractured was also discussed. Subsequently, an x-ray was performed, however, the scan was not available. The device was turned off. No additional adverse patient effects were reported. At this time, the system remains in service.

Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received an inappropriate shock due to noise oversensed. A review of the episode showed the signal amplitude was very low. Technical services discussed recreating the oversensing in the clinic to assess other sensing vectors. Additionally, an x-ray to assess if the electrode was fractured was also discussed. No additional adverse patient effects were reported. At this time, the system remains in service. This report will be updated should further information become available.